Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-21132, 21133. The pt received four occipital (off-label) scs leads. Model 3166 leads belong to the same lot number. It was reported the pt's scs system was not providing her pain relief. Additionally, the pt experienced discomfort when she moved her head because the leads were "tugging and pulling". Subsequently, surgical intervention was undertaken to explant the scs system and the pt is doing 'fine'.